Event description:
It was reported that the level 1 hotline low flow system (hl-390) was leaking. The tank cover was also cracked. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system was returned for analysis. Visual inspection performed, and product found with damaged water tank cover. The device was started with a visual inspection then filled reservoir with water, attached temp check, plugged in line cord, and turned on power switch. The customer reported problem was confirmed. Visual inspection found the device the device leaked from the reservoir which was caused by overtightening the tank cover screws. Investigator's replaced the tank cover and gasket to correct the reported issue. The problem source of the reported problem is user interface.